Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid dialysate. The cause and treatment were not reported. The same day as event onset, the patient was hospitalized for the event. At the time of this report, the patient was not recovered from the turbid dialysate and the patient outcome for the peritonitis was not reported. Pd therapy was ongoing. No additional information is available.